Event description:
It was reported that during an unknown surgery, the spider 2 tenet did not auto lock. There was a loss of traction. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation was performed. The unit powered up and pressurized and depressurized as normal, but the motor was noisy. The piston migration was at 1.5 inches. The complaint was confirmed and the root cause has been associated with a defective motor. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event include worn brushes, defective windings, bearings, stator or shaft. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions.